Event description:
This report was received via a dentist who stated that a patient experienced a burning sensation on their lip after he performed a dental procedure using nexusz. The dentist saw the patient 2 weeks following the procedure and observed a dark pigmentation on their lip. The dentist stated that it appeared to be a scar and not temporary in nature.